Manufacturer narrative:
Neither samples nor pictures were received for the analysis of this complaint. A device history review was performed of the alleged lot number and no discrepancies or anomalies were observed during the manufacturing of this lot. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause can't be determined.

Event description:
It was reported that when they used the transfer device, it did not transfer into the tube and instead sprayed around and outside the transfer device. There was no reported patient involvement, and there was unknown patient harm.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.